Event description:
It was reported that the pt was implanted a as humeral head fx left 48 on (B)(6) 2007. The pt was revised on (B)(6) 2014, due to acetabulism of the acromion and cuffteararthropathy.

Manufacturer narrative:
As the specific device for this particular case x-rays or other source documents were not provided for investigation, the initial information was reviewed. The quality records of all known lot numbers were checked and indicate that the specified characteristics of all components (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. The compatibility check showed that the product combination was approved by zimmer. The information provided stated a static instability and cuff arthropathy and during revision surgery a conversion to inverse/reverse system was performed and the stem was not removed. It is known that any non-anatomical alignment of the humeral head might result in static instability with cuff arthropathy. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. There is no indication for a product failure. Should additional information become available that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).